Manufacturer narrative:
The cortisol ii reagent lot number was 744666, expiration date 30-sep-2024. The tsh reagent lot number was 782178, 31-oct-2024. The prolactin reagent lot number was 716137, expiration 31-oct-2024. The investigation excluded any reagent issues. The field service engineer replaced a damaged sipper needle and performed verification checks to verify the proper function of the instrument. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys cortisol ii (cortisol ii), elecsys prolactin assay (prolactin), and elecsys tsh (tsh) results for an unknown number of patient samples tested on the cobas 6000 e 601 module. The customer was able to provide the following examples of the questioned results: tsh: patient 1 on (B)(6) 2024 - initial = 8.19 uui/ml. On (B)(6) 2024 ¿ repeat = 3.74 uui/ml. Patient 2 on (B)(6) 2024 - initial =21.90 uui/ml. On (B)(6) 2024 ¿ repeat = 13.36 uui/ml. Cortisol ii: patient 1 on (B)(6) 2024 - initial = 26.17 ug/dl on (B)(6) 2024 ¿ repeat = 9.41 ug/dl prolactin: "patient 2" on (B)(6) 2024 - initial = 22.17 ug/dl. On (B)(6) 2024 ¿ repeat = 4.42 ng/ml. This sample was repeated on another cobas pro instrument, resulting in 5.0 ng/ml. "Patient 1" on (B)(6) 2024 - initial = 63.32 ng/ml. On (B)(6) 2024 ¿ repeat = 33.29 ng/ml.